Event description:
Customer reported a cartridge change error with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through several troubleshooting steps, including inspecting components and cleaning the pump¿s pneumatic tap area, but the customer was unable to successfully load a new cartridge. The issue was escalated for further troubleshooting as the customer mentioned pre-filling cartridges for years but did not have an immediate backup plan.